Event description:
Related manufacturer reference number:2017865-2022-40989, related manufacturer reference number:2017865-2022-40990. It was reported that the patient's entire system including pacemaker, right atrial (ra) lead, and right ventricular (rv) lead were explanted for an unknown reason. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.